Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during open breast surgery, three devices had issues with loading or firing of the clips and also had sterility issue. When wiping a gauze to the device, the gauze fades/gets stained black. They used another device to complete the case. There was no patient injury.